Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. Additional information received 02/15/2023: a statlock was used as a securement device. Catheter was removed, a new catheter was not inserted. Patient had a delay in therapy for 2 weeks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. Additional information received 02/15/2023: a statlock was used as a securement device. Catheter was removed, a new catheter was not inserted. Patient had a delay in therapy for 2 weeks.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of reew1847 showed two other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer during the catheter curing technique, it is evident that the catheter presents a perforation-type rupture or fissure close to the position point of the stabilizer. No other information was provided.